Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. H3, h6: no parts were returned for product analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that there was a deviation during a l5-s1 percutaneous fusion procedure. The surgeon started at s1 left and continued to l5 left before moving to the right side and completing s1 right and l5 right. The first trajectory was accurate. The second trajectory was approximately 4 mm inferior to plan. The surgeon redirected the trajectory with a tap and guide wire for placement of the screw. The third and fourth trajectories were accurate. The deviation was known before they drilled and it was conveyed to the surgeon. The surgeon chose to change what was planned for this screw and what was explained regarding the potential for an inferior skive. There was no patient harm and the procedure was delayed less than an hour.